Manufacturer narrative:
H10: one (1) actual sample was received for evaluation. A visual inspection with the naked eye noted the pull ring cap dislodged from the patient connector. The reported condition was verified for the returned sample. The cause of the condition could not be determined. The second sample was not received for evaluation; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) amia cassettes had patient line green caps "falling off". This was observed when the packaging was removed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.